Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented for device check after lvad system implant, inappropriate auto mode switching due to external noise was observed. Noise oversensing was present only when the system was connected to the wall unit but when using the mobile battery pack system, there was no noise. Since the noise was too large to program sensitivity around, no programming changes were made. Patient's condition was stable and will continue to be monitored.